Event description:
Lead technician of the facility reported to baxter (B)(4) of a 3 lead parenteral nutrition set in which the operator observed hair. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the customer reported condition of a 3 lead parenteral nutrition set in which the reported observed hair was confirmed during sample evaluation. One sample was available at the plant for evaluation. Visual inspection revealed that there was a hair in the pouch. The assignable root cause of the reported condition is due to manufacturing error. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.